Manufacturer narrative:
(B)(4). Evaluation, conclusion: (pre-op rupture, aortic neck greater than 60 degree).

Event description:
An endurant ii cuff stent graft system was implanted for the endovascular treatment of a proximal type I endoleak. The proximal neck was 20 mm in diameter and 10 mm in length. The neck angle was 80 degree. The aorta 15mm above the renals measured 27-28mm in diameter. The vessel tortuosity was severe and the vessel calcification was moderate. It was reported that after the physician implanted the endurant cuff, slightly higher than where the original bifurcate was placed, the endoleak still persisted. A palmaz stent was mounted on a balloon and implanted at the level of the renals, resolving the endoleak. The patient had a distended abdomen at the end of the procedure and was decompressed. The patient was stable with no sign of an endoleak upon exiting the procedure room. No additional clinical sequelae were reported and the patient is being monitored.